Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer cable, cat#00223200205, lot#56571833. Biomet head, cat#010001034, lot#3966409. Unknown cup. Unknown liner. Biomet stem, cat#11-304015, lot#580790. Biomet stem, cat#11-304014, lot#197210. It is unknown which stem was used in the event. Reported event was confirmed with medical records. Review of the available records identified possible undersized acetabular cup. Age indeterminate fracture involving the proximal left femur with involvement of the greater trochanter, less trochanter and proximal femoral diaphysis. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03660.

Event description:
It was reported that a patient underwent initial left total hip arthroplasty on an unknown date. Subsequently, was revised due to unknown reasons. Finally the patient was revised two years post first revision surgery due to bone fracture. No additional information is available.